Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: liner was torn through entire length of the sheath shaft, three (3) kinks on sheath shaft located at 0.5" and 1" distal to strain relief and 3.5" from distal end, sheath liner was delaminated in circumferential, and approximately 2" from the distal tip, sheath tip opened as designed, soft tip damaged, marker band was not present, and adhesive was presented at marker band bonding location. Dimensional inspection was performed on the received device. The liner thickness was measurements along the tear and all measurements met specification and therefore, a manufacturing non-conformance likely did not contribute to the event. Imagery was provided by the facility and revealed the patient's right access vessel had presence of calcification and tortuosity and that the sheath liner appeared torn. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: IFU esheath, commander s3 IFU, ce, preparation training manual, and procedural training manual. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 to may 2021 for the esheath introducer set (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of difficult or unable to withdraw delivery system, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw catheter, remove sheath, access site closure. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficult to withdraw delivery system. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. Since no confirmed edwards defect was identified in the evaluation, no preventative or corrective actions (CAPA) are required. The reported events were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified with the returned device. A review of device history record, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, "during withdrawal of the commander through the esheath, the balloon stuck inside the sheath and was separated from the shaft of the commander. In the retreat of the commander everything was captured between the introducer and commander. The sheath was damaged during withdrawal maneuvers. Furthermore, a cutdown was performed in the right external iliac to hastily remove the devices". Per patient imagery, the patient's access vessel had presences of calcification and tortuosity. The presence of sharp calcified nodules can weaken the liner material making it more susceptible to tearing. The presence of vessel tortuosity can also contribute to a non-coaxial withdrawal of the delivery system. Furthermore, the balloon was separated as reported during the delivery system retrieval, which indicated that the excessive force was applied to retrieve the delivery system, and it could result in further liner delamination and marker band separation. Available information suggests that patient (calcification/ tortuosity) and procedural factors (non-coaxial retrieval, excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 03569 and 2015691- 2021- 03522.

Event description:
As reported by our (B)(6) affiliate, after successful valve deployment of a 29mm sapien 3 valve, during withdrawal of the commander delivery system through the esheath, the balloon became stuck inside the esheath and separated from the shaft of the commander. The system was captured between the introducer and the delivery system. After removal, the esheath was inspected and the balloon was found inside. A cutdown was performed in the right external iliac to hastily remove the devices. Additional information indicated that there was a tear at the right external iliac artery which occurred when the doctor hastily took out the delivery system/sheath before the emergently opening the chest. The sheath was inspected to find the balloon inside of it. No pieces of the device were left inside the patient. At pre-decontamination evaluation was observed the following: liner torn entire length of shaft, sheath tip was opened as designed. The sheath is delaminated circumferentially approximately 2'' from the distal tip.